Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. Review of the device history record for this lot is forthcoming. A supplemental report will be submitted with any relevant info.

Event description:
It was reported that during unpacking a physician attempted to place an xpert stent system, but the tip of the stent was found prematurely deployed. There were no pt adverse effects. There is no additional info.